Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level that ranged from 486-537 mg/dl. The customer administered a manual insulin injection to address the high bg. The customer changed the cartridge and infusion set to resolve the issue. The customer alleged that an issue with the infusion set may have caused the high bg but could not be confirmed. Ultimately, the cause of the high bg was unknown.